Event description:
A malfunction alarm occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and no recurrence of the malfunction was reported after the reset. The customer was advised to continue using the pump and to contact support if the issue happens again, which they understood.